Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical technician at the user facility reported intermittent ultrafiltration (uf) issues with a 2008t hemodialysis (hd) machine. The biomedical technician initially informed fresenius technical support of an inconsistently occurring intermittent uf issue, described as either excess or insufficient fluid removal that occurred while a patient underwent an hd treatment. The exact time into treatment that the uf issue was observed is not known. This submission provides the details for a single occurrence of the reported ultrafiltration issue (ref. MFR ID 2937457-2017-00390). At an unknown point during the patient¿s hd therapy, excess fluid was found to have been removed. No patient adverse effects were identified which relate to this specific occurrence. Although requested, no additional information has been made available. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found the uf pump to be stroking at 23.9 ml/stroke so the uf pump stroke was recalibrated to 24.0 ml/stroke. Following the calibration, the uf pump was found to be working properly. Functional testing performed by the res confirmed the system was operating properly. No parts have been made available to the manufacturer for evaluation. It is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Functional testing was performed by the res which confirmed the unit was operating properly. All tests found the unit to be functioning within specification. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the failure mode. The res found that the device functioned fully as designed and met specification. Therefore, the complaint has been deemed not confirmed.